Event description:
It was reported to philips that while the device was being serviced by a philips field service engineer (fse), the fse stated that the display colors are incorrect. There was no reported patient involvement.